Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1ubky, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's device was removed on (B)(6) 2020 because of multiple device issues. It was reported that the device was placed too deep. Patient believes the device moved because the patient could no longer feel the device. Patient was not able to walk or stand. Patient was taking percocet and was getting pain shots. Patient said that a neurologist also said the lead was too close to the sciatic nerve. The patient reported never having therapeutic effect and reported having more urinary problems after the device was implanted. No further complications were reported.